Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts of undefined high superior vena cava (svc) coil impedance. The svc coil was programmed off, and the rv lead remains in use. No patient complications have been reported as a result of this event.